Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, confirmed as cartridge alarm 35, and issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Technical support attempted to troubleshoot but was unable to complete process, left message during follow-up call, and awaited customer call back to continue troubleshooting with no additional outcome information received.